Manufacturer narrative:
E1: reporter institution phone number, last name, and address line 1: (B)(6). A philips field service engineer (fse) arrived onsite to further evaluate the unit. It was determined the speaker and mainboard needed to be replaced. The fse provided the customer with a replacement speaker assembly and mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be both a speaker assembly and mainboard. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the speaker does not work. The device did not produce sound. The device was in use on patient at time of event, there was no adverse event reported.